Event description:
It was reported that two screws broke after the original surgery and the patient had to have a revision surgery for the two screws to be removed and new screws implanted.

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. The manufacturing history work order (DHR) was reviewed and confirmed to contained no anomalies or non-conformances. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.